Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [064] had been emitted by the pump more often than expected by the user. Customer service made multiple attempts to contact the reporter for more information without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the of the black box showed the data from the date of the complaint was overwritten due to continuous use. No alarms were recorded in the pump history. The investigation was unable to reproduce the alleged call service 064 motor alarms. Unrelated to the original complaint, the battery compartment was cracked at the left side of the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.